Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("allergic reaction to nickel"), swelling face ("swelling face"), syncope ("fainting") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy - all but ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, nausea, allergy to metals, swelling face, syncope, dizziness and weight decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dizziness, nausea, swelling face, syncope and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("allergic reaction to nickel"), swelling face ("swelling face"), syncope ("fainting") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy - all but ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, nausea, allergy to metals, swelling face, syncope, dizziness and weight decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dizziness, nausea, swelling face, syncope and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.